Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a navistar thermocool catheter and suffered a pulmonary edema. The patient¿s medical history is unknown. Off-label use of a catheter that is approved for symptomatic paroxysmal atrial fibrillation was used in an ablation for a patient with persistent atrial fibrillation. The patient underwent pre-operative testing showing slight pulmonary edema the day prior to the procedure. After the procedure patient was held overnight in cardiac catheter post-op discharge. The next day the patient returned home, only to have difficulty breathing while lying down. The patient called the medical center¿s post-op help line, and was advised by on call physician that some discomfort and fluid from the intubation was to be expected and it would resolve. The patient worsened overnight and was driven back to medical center for an echocardiogram 24 hours post-discharge, approximately 40 hours post-procedure. The patient was taken to echocardiogram (echo) lab where two physicians assistants and cardiology fellow determined that the patient was having great difficulty breathing and immediately wheeled patient to emergency room. The patient was admitted to the hospital and was in the cardiac care unit one week post-procedure. The patient was being treated primarily with a mechanism of supplemental oxygen and diuresis. The lead cardiac electrophysiologist suspects pulmonary edema occurred because the patient received saline via catheter and the patients cardiac function was compromised and suspected scar/adhesion tissue in pericardial sac resulted in reduced compliance of cardiac muscle. Multiple attempts have been made to obtain clarification to this complaint; however no further information has been made available. The awareness date for this record is (B)(6) 2015, because that is when the (B)(4) event report from the FDA was received to the biosense webster complaints management department.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).